Event description:
The distributor in (B)(4) reported a malfunction of the echo screen plus hearing screener if the instruction for use is not followed correctly. No event with a pt involved has been reported. Echo-screen has got a firmware feature that allows to print out screening results on a label printer. It was found out by the customer that the device produce wrong printout when wrongly the up/down navigation buttons are pressed while viewing the "print results" screen of the device.

Manufacturer narrative:
The cause of the device malfunction was a software failure in the firmware of the echo-screen plus device with printout facility. Devices in question are being updated in accordance with a field update plan.